Manufacturer narrative:
Findings: pump was received with totally destroyed case, electronic assembly and motor missing.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 119 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.